Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (submission 12/04/2012)-device evaluation: lifescan received the meter and test strips with the complaint on (B)(4) 2012. Lifescan completed investigations with the returned test strips on (B)(4) 2012 and noted that the returned test strips passed testing with no faults found. Investigation is anticipated for the returned meter but investigation is not completed at this time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.